Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg6782 batch number, and no non-conformance's were identified. Investigation summary; it was received for analysis an empty opened foil and a used needle-suture piece of product code sxpp1a400, lot pg6782. During visual inspection of the sample, the swage and attachment area were as expected. Body fluids and marks by use of a surgical instrument could be observed on the body needle. The suture was examined, and a side of the fixation tab were noted broken. As part of our quality process, the manufacturing records of this lots-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused that fixation feature had been broken when the package was opened. One photo was provided for analysis. Upon the visual inspection of the picture, one empty foil and a dispensed needle-suture combination appears to had one side of fixation tab broken. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2020 and a barbed suture was used. Prior to the procedure, it was found that fixation feature had been broken when the package was opened. Changed another one to complete surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, it was noted that a side of the fixation tab were noted broken. No additional information could be provided.